Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of an innova self-expanding stent system. Visual examination revealed that there is a kink to the outer sheath at the nosecone. The handle is partially open. The stent is partially deployed approximately 10mm from the distal end of the middle sheath. Microscopic examination revealed a kink to the inner liner approximately 24mm from the tip. The clip is no longer attached to the handle. The clip and inner liner are twisted. The two locking pins on the clip are bent. There are blue marks on the thumbwheel and the pull rack is damaged approximately 12.5cm from the knob. There is a crack on the thumbwheel. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent was damaged. A 6 x 60 x 130 cm innova self-expanding stent was selected to be implanted in the superficial femoral artery (sfa). During the procedure, the stent was damaged and would not deploy. The device was removed from the patient, and a new innova device was used to complete the procedure. No patient complications were reported and the patient is fine.